Event description:
Wings broke off optiseal sheath during attempted splitting for sheath removal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).